Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: .

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderate tortuous and severely calcified left superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at about 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient condition was good.